Event description:
It was reported that there was poor right ventricular (rv) sensing and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and analysis revealed that the distal conductor was fractured. It was also noted that, the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing was torn, the inner tubing was cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was an exposed defibrillation coil with white substance, there was a white substance on the outer tubing overlay, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.